Event description:
Aspiration from this ophthalmic microsurgical system was intermittent during an ophthalmic procedure. The tubing was changed and the procedure was able to be completed without incident.